Manufacturer narrative:
The manufacturer initially reported that a ventilator's internal battery and power management pca were replaced to address "service required" codes. The device failed a step during testing and the active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management pca were replaced to address the issue.